Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon has been inflated and was deflated in the as-returned condition. The stent was returned separately, is slightly bent over its entire length and severely deformed at one end. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the stent was initially crimped between the two radiopaque markers. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
An orsiro drug-eluting stent system was selected to treat a severely calcified lesion (98 percent stenosis degree) in a severely tortuous lcx. During the attempt to place the orsiro, the stent dislodged but could be retrieved. Another orsiro was placed instead.